Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination found no damage to the distal tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that the inner polymer extrusion was twisted and bunched in multiple locations. An inner polymer extrusion break was noted 125 mm distal from the port bond. Multiple inner/outer polymer extrusion kinks were noted along the polymer extrusion. An attempt was made to load the device on a 0.014¿¿ guidewire however this failed due to the severe damage along the polymer extrusion. No issues noted along the midshaft. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter entrapment and removal difficulties occurred. After a 0.014 guide wire crossed the lesion, the 24 x 2.50 promus premier¿ drug eluting stent was advanced to treat the lesion. However, unsatisfactory progression of the stent over the guide wire was noted. When the device was attempted to be removed, the device "arrested" and required to use force above normal for procedures of this type. The catheter was "sharpened" and could no longer be used. The procedure was completed with another with same device. The patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and removal difficulties occurred. After a 0.014 guide wire crossed the lesion, the 24 x 2.50 promus premier drug eluting stent was advanced to treat the lesion. However, unsatisfactory progression of the stent over the guide wire was noted. When the device was attempted to be removed, the device "arrested" and required to use force above normal for procedures of this type. The catheter was "sharpened" and could no longer be used. The procedure was completed with another with same device. The patient's status was stable.